Manufacturer narrative:
Patient information was not available on the date of filing. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that there was an alleged inaccuracy during a cranial resection procedure. It was stated that the surgeon performed a cranial tumor resection comparing two navigation systems side by side. With the first navigation system (s1), he completed a touch n go registration with a touch n go probe. On the second navigation system (s2), he completed a touch registration with the auto-detected fiducials. Immediately after registration, the surgeon stated that the s1 was accurate but the s2 showed him inaccurately navigating beneath the skin. He did not state how many mm inaccurate. Both systems were powered on with cameras pointing at the field. When they were doing registration, they had both systems points at the patient and did registration for both at the same time. So only one registration was physically done, while it was being recorded on both systems. The surgeon continued navigation with both systems but "his eyes went to the s1". There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.

Manufacturer narrative:
Onsite analysis of the system found no failures found with the system. On analysis it was found to be functioning as intended. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that they reviewed archive and found of the 8 touch points, 2 were excluded and 3 were marginal. The fiducials on the back of the head were depressed into the skin.